Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and quality notifications (qn) #(B)(4) - stem break below specified potentially related to the defect was observed. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. Thus, it was not possible to confirm the complaint. Was performed the plunger activation force test at batch release and no deviation were observed for the complaint batch. Also, is necessary check the customer product usage as the breakable plunger is part of product function to prevent syringe reusage. The incident reported from this complaint will be monitored for trend evaluation. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the plunger in the bd solomed¿ syringe was broken prior to use. The following information was provided by the initial reporter, translated from portuguese to english: "when using the syringe, it was evidenced that the plunger was broken."